Event description:
The customer reported that the rad-97 device suddenly stopped working. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the rad-97 device suddenly stopped working. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device was unable to power on using the battery. Once connected to ac power, the device could power on and obtain measurements. However, if the cable was manipulated, measurements were not able to be provided and a "replace cable" error message was displayd. The cable connector had recessed pins which caused the inability to provide measurements if the cable was moved.